Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by cloudy fluid. The breach in aseptic technique was further described as "did not wear a mask". It was not reported if the patient was hospitalized for the event. The day after event onset, the patient was treated with ceftazidime injection (1000mg, intraperitoneal, daily in one bag, discontinued after 13 days) amikacin injection (500mg, intraperitoneal, for 3 days, in one bag). Two days after the event onset, the patient was treated with vancomycin injection (1000mg, every 5th day, intravenous, discontinued after 10 days) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient has recovered from the peritonitis event and ceftazidime injection was discontinued. Should additional relevant information become available, a supplemental report will be submitted.